Manufacturer narrative:
The reported leak and guidewire insertion difficulties were confirmed. A dilator from inventory was unable to advance through the distal portion of the sheath handle. A leak was noted at the distal end of the handle during functional testing. The handle of the introducer was opened and the shaft windows were noted to be torn, consistent with the leak observed at the handle and the reported insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage remains unknown.

Event description:
The device was used per the IFU.

Event description:
During a procedure, the sheath was attempted to be flushed, and it was noted saline was coming out of the base of the valve. The sheath was attempted to be inserted into the patient and blood was leaking back. When a wire was inserted, it would not advance. A replacement introducer was used to continue with no adverse consequences to the patient.